Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 79% stenosed, 24x3.78mm, concentric, de novo target lesion contained <=45 degree bend and was located in the moderately tortuous and moderately calcified left anterior descending artery(lad) extending to the left circumflex artery (lcx). Following predilation with a 3.5x12mm maverick balloon catheter, a 4.00x28mm promus element ¿ drug eluting stent was advanced to treat the lesion; however, advancing difficulties were encountered and the proximal segment of the stent was deformed. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable.